Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On january 18, 2007, the customer reported to bsc that during a stone removal procedure with a male pt (age unk), the trapezoid basket was used to crush a stone, however, the stone was very hard and when the physician added more force to crust the stone, the trigger and basket wire detached. "This procedure was not completed due to this event". The pt did not sustain any complications or ill effects as a result of this issue.